Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that three days post-implant, a short pause was noted on the holter system. Upon interrogation, the threshold had increased and the r-waves had deceased. A CT scan confirmed no presence of a perforation. The lead was successfully repositioned.